Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and follow-up information received on 08-jan and 13-jan-09 respectively were processed together. This case involves a (B)(6) female patient who received a treatment of poly-l-lactic acid (sculptra) on (B)(6) 2008. Relevant medical history was reported as a facial implant. Concomitant medication information was not mentioned. Prior to receiving her treatment with poly-l-lactic acid, the patient mentioned on the consent form that she had a facial implant. When poly-l-lactic acid was injected, it pierced the implant and the patient experienced selling two days later. The patient stated that she will require removal of the implant. She mentioned that she visited the emergency room an unknown date, but no details regarding the reason for the visit were given. It is unknown if any treatment was provided. At the time of this report, the patient was still experiencing swelling. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Per out affiliate, the reporter did not wish to be contacted for any further information and did not provide her general practitioner's contact information; therefore no further information is expected. Reporter's causality assessment: not provided.

Manufacturer narrative:
Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to our local affiliate (B)(4). Initial and follow-up information received on 08-jan and 13-jan-09 respectively were processed together. This case involves a (B)(6) female patient who received a treatment of poly-l-lactic acid (sculptra) on (B)(6) 2008. Relevant medical history was reported as a facial implant. Concomitant medication information was not mentioned. Prior to receiving her treatment with poly-l-lactic acid, the patient mentioned on the consent form that she had a facial implant. When poly-l-lactic acid was injected, it pierced the implant and the patient experienced swelling two days later. The patient stated that she will require removal of the implant. She mentioned that she visited the emergency room an unknown date, but no details regarding the reason for the visit were given. It is unknown if any treatment was provided. At the time of this report, the patient was still experiencing swelling. A ptc (pharmaceutical technical complaint) was initiated: (B)(4). It revealed; brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in the (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided. Manufacturer's preliminary comments: there were no other cases reported of facial implant extraction with the use of sculptra.